Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, respiratory tract irritation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The following correction has been updated in box d: date returned has been updated

Manufacturer narrative:
The manufacturer received new and relevant information on 08/12/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device was error code 83 found.